Manufacturer narrative:
The cage is not available for evaluation. Review of the device history record found the lot met specification requirements when released to stock. No definitive conclusions can be made. However, the surgeon has attributed the migration to device being placed too far posterior during the initial surgery and the patient's poor bone quality. An increasing trend of customer complaints reported for concorde bullet cage migration in (B)(6) was identified. A CAPA to address cage migration in (B)(6) has been initiated to identify the root cause and to document corrective and preventive action activities. At this time, the complaint is considered to be closed. Not available.

Event description:
International affiliate reports l3-l5 instrumentation was performed with concorde cage for lumbar spinal canal stenosis. At two weeks post-op, back out of the cage was found. However, there were no neurological symptoms. Revisions surgery was scheduled. At this time, it is not known if the cage will be returned for examination.

Manufacturer narrative:
It is not known if the device will be returned for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation or if it is determined that the cage is not available for evaluation. Return of device requested.

Manufacturer narrative:
No definitive conclusions can be made as the cage is not available for evaluation and its lot code is unknown. Revision surgery was performed on (B)(4) 2012 and the cage was repositioned in the patient. The revision surgery removed screws which had loosened due to patients poor bone quality (no product problem, codes unknown) and the construct was extended to l2-l5. It was reported that the patient has poor bone quality, osteoporosis, which surgeon said was one reason for the cage backing out. Also, surgeon says he didn't place the cage to the center of the disk. The cage was placed too far posteriorly. The surgeon reports this initial position of the cage affected the back out of the device. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Note: the emdr was submitted during the FDA outage. Device remains implanted.